Manufacturer narrative:
During failure analysis the customer's complaint was confirmed; the device overheated during performance testing. Upon disassembly of the device, debris was noted in the upper bearings. The presence of debris within internal components can lead to increased friction between the moving parts; this can lead to the overheating described. The micro drill medium straight attachment is not a repairable device.

Event description:
The stryker micro drill medium straight attachment was sent to service due to overheating. The event occurred prior to a procedure; there was no adverse event.